Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and non-calcified abdominal aorta. A 33/7/2/65 equalizer balloon catheter was advanced for dilation. However, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications nor injuries were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Visual inspection revealed the balloon was ruptured. Under microscope it was confirmed the ruptured of the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and non-calcified abdominal aorta. A 33/7/2/65 equalizer balloon catheter was advanced for dilation. However, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications nor injuries were reported, and the patient was in good condition after the procedure.